Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that the patient presented for a system implant. During the procedure, the right atrial lead exhibited poor sensing. The helix was difficult to deploy after several attempts to obtain acceptable sensing. The lead was removed and replaced. The patient was stable throughout.